Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On or about (B)(6) 2008, plaintiff underwent the essure procedure on her left tube. On or about (B)(6) 2010, plaintiff underwent the essure procedure on her right tube. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), feeling abnormal ("brain fog") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, weight increased, mood swings, fatigue, migraine, feeling abnormal and depression outcome was unknown. The reporter considered alopecia, depression, fatigue, feeling abnormal, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results: on or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil and full occlusion of the left tube. On or about (B)(6), she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), device expulsion ("device expelled") and staphylococcal infection ("mrsa") in an adult female patient who had essure (batch no. 627437,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included female condom, obesity, anxiety, depression, dizziness, diabetes mellitus, hypothyroidism, foggy feeling in head, hypoaesthesia, autoimmune deficiency syndrome, bloating and skin disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), feeling abnormal ("brain fog"), depression ("depression"), hirsutism ("hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("increased anxiety"), acne cystic ("cystic acne"), headache ("headaches"), panic attack ("increased panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower abdominal pain"), back pain ("constant lower back pain"), fallopian tube spasm ("fallopian tube spasms on one side during procedure"), general physical health deterioration ("decline in health"), quality of life decreased ("quality of life diminished"), ovarian cyst ("1 cm cyston ovary"), rash papular ("red bumps/ break outs") and otorrhoea ("fluide in ear") with auditory disorder. The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, staphylococcal infection, alopecia, weight increased, mood swings, fatigue, migraine, feeling abnormal, hirsutism, vaginal haemorrhage, menorrhagia, acne cystic, headache, panic attack, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, fallopian tube spasm, general physical health deterioration, quality of life decreased, ovarian cyst and otorrhoea outcome was unknown and the depression, anxiety and rash papular had not resolved. The reporter considered abdominal pain lower, acne cystic, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, general physical health deterioration, headache, hirsutism, menorrhagia, migraine, mood swings, otorrhoea, ovarian cyst, panic attack, pelvic pain, quality of life decreased, rash papular, staphylococcal infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed only 2 coils hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). On or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil the right-sided fallopian tube is patent with spill of contrast into the peritoneal cavity on that side. On or about august, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. On (B)(6) 2010, both sides occluded. Current weight 171 lbs. Approximate weight at the time of essure placement 180 lbs. CT abdomen pelvis with contrast, impression-essure coils are identified in the proximal fallopian tubes, bilaterally. There is a small hypodense area in the left uterus adjacent to the coil, of uncertain significance. Benign appearing lesion in the left iliac bone that may represent an enchondroma. Concerning the injuries in the case, the following ones were described in patient's social media: 1cm cyston ovary, fluid in the ear. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain/ "come and go" lower right side aches/burn about a 1/2 inch in from the creases of my leg fold towards pelvicarea (not hip)"), device expulsion ("device expelled? Essure device overlying the pelvis") and staphylococcal infection ("mrsa") in an adult female patient who had essure (batch no. 627437,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included female condom, obesity, anxiety, depression, dizziness, diabetes mellitus, hypothyroidism, foggy feeling in head, hypoaesthesia, autoimmune deficiency syndrome, bloating and skin disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), the first episode of feeling abnormal ("brain fog"), depression ("depression"), hirsutism ("hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("increased anxiety"), acne cystic ("cystic acne"), headache ("headaches"), panic attack ("increased panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower abdominal pain/ vibration, quivering in my lower abdomen"), back pain ("constant lower back pain"), fallopian tube spasm ("fallopian tube spasms on one side during procedure"), general physical health deterioration ("decline in health"), quality of life decreased ("quality of life diminished"), ovarian cyst ("1 cm cyston ovary/ 1 cm cyst on ovary "), rash papular ("red bumps/ break outs"), otorrhoea ("fluide in ear") with auditory disorder, tooth fracture ("just swiped my tongue over one of my back molars and I think a small edge of my tooth came off"), the second episode of feeling abnormal ("a year and a month post removal- haven't been feeling completely as good as I was") and external ear inflammation ("my right ear is inflammed"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, staphylococcal infection, alopecia, weight increased, mood swings, fatigue, migraine, hirsutism, vaginal haemorrhage, menorrhagia, acne cystic, headache, panic attack, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, fallopian tube spasm, general physical health deterioration, quality of life decreased, ovarian cyst, otorrhoea, tooth fracture, the last episode of feeling abnormal and external ear inflammation outcome was unknown and the depression, anxiety and rash papular had not resolved. The reporter considered abdominal pain lower, acne cystic, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, external ear inflammation, fallopian tube spasm, fatigue, general physical health deterioration, headache, hirsutism, menorrhagia, migraine, mood swings, otorrhoea, ovarian cyst, panic attack, pelvic pain, quality of life decreased, rash papular, staphylococcal infection, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in (B)(6) 2016: 1.60 ul/ml computerised tomogram - on an unknown date: showed only 2 coils hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Urinary system x-ray - on (B)(6) 2006 : moderate stool in the colon on or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil the right-sided fallopian tube is patent with spill of contrast into the peritoneal cavity on that side. On or about august, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. On (B)(6) 2010, both sides occluded. Current weight 171 lbs. Approximate weight at the time of essure placement 180 lbs. CT abdomen pelvis with contrast, impression-essure coils are identified in the proximal fallopian tubes, bilaterally. There is a small hypodense area in the left uterus adjacent to the coil, of uncertain significance. Benign appearing lesion in the left iliac bone that may represent an enchondroma. Concerning the injuries in the case, the following ones were described in patient's social media: 1cm cyston ovary, fluid in the ear, burning sensation, tooth loss, malaise, external ear inflammation. Lot number: 627437 manufacture date: 2008-06 expiration date: 2010-06. Lot number: 709954 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), device expulsion ("device expelled") and staphylococcal infection ("mrsa") in an adult female patient who had essure (batch no. 627437,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included female condom, obesity, anxiety and depression. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), feeling abnormal ("brain fog"), depression ("depression"), hirsutism ("hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("increased anxiety"), acne cystic ("cystic acne"), headache ("headaches"), panic attack ("increased panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower abdominal pain"), back pain ("constant lower back pain"), fallopian tube spasm ("fallopian tube spasms on one side during procedure"), general physical health deterioration ("decline in health") and quality of life decreased ("quality of life diminished"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on 22-aug-2016. At the time of the report, the pelvic pain, device expulsion, staphylococcal infection, alopecia, weight increased, mood swings, fatigue, migraine, feeling abnormal, hirsutism, vaginal haemorrhage, menorrhagia, acne cystic, headache, panic attack, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, fallopian tube spasm and general physical health deterioration outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, acne cystic, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, general physical health deterioration, headache, hirsutism, menorrhagia, migraine, mood swings, panic attack, pelvic pain, quality of life decreased, staphylococcal infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-feb-2009: unilateral occlusion (left tube occluded). On or about 05-feb- 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil and full occlusion of the left tube and other coil missing. On or about august, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. On aug-2010, both sides occluded current weight 171 lbs. Approximate weight at the time of essure placement 180 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporter added. Essure indication and start date was updated and lot number added. New events, hirsutism ,abnormal bleeding (vaginal, menorrhagia), mrsa, increased anxiety and device expelled, cystic acne, headaches, increased panic attacks, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, constant lower abdominal pain, constant lower back pain, fallopian tube spasms on one side during procedure, decline in health, quality of life diminished were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), device expulsion ("device expelled") and staphylococcal infection ("mrsa") in an adult female patient who had essure (batch no. 627437,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included female condom, obesity, anxiety, depression, dizziness, diabetes mellitus, hypothyroidism, foggy feeling in head, hypoaesthesia, autoimmune deficiency syndrome, bloating and skin disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), feeling abnormal ("brain fog"), depression ("depression"), hirsutism ("hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("increased anxiety"), acne cystic ("cystic acne"), headache ("headaches"), panic attack ("increased panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower abdominal pain"), back pain ("constant lower back pain"), fallopian tube spasm ("fallopian tube spasms on one side during procedure"), general physical health deterioration ("decline in health"), quality of life decreased ("quality of life diminished"), ovarian cyst ("1 cm cyston ovary"), rash papular ("red bumps/ break outs") and otorrhoea ("fluide in ear") with auditory disorder. The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, staphylococcal infection, alopecia, weight increased, mood swings, fatigue, migraine, feeling abnormal, hirsutism, vaginal haemorrhage, menorrhagia, acne cystic, headache, panic attack, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, fallopian tube spasm, general physical health deterioration, quality of life decreased, ovarian cyst and otorrhoea outcome was unknown and the depression, anxiety and rash papular had not resolved. The reporter considered abdominal pain lower, acne cystic, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, general physical health deterioration, headache, hirsutism, menorrhagia, migraine, mood swings, otorrhoea, ovarian cyst, panic attack, pelvic pain, quality of life decreased, rash papular, staphylococcal infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed only 2 coils. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). On or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil the right-sided fallopian tube is patent with spill of contrast into the peritoneal cavity on that side. On or about august, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. On (B)(6) 2010, both sides occluded. Current weight 171 lbs. Approximate weight at the time of essure placement 180 lbs. CT abdomen pelvis with contrast, impression-essure coils are identified in the proximal fallopian tubes, bilaterally. There is a small hypodense area in the left uterus adjacent to the coil, of uncertain significance. Benign appearing lesion in the left iliac bone that may represent an enchondroma. Concerning the injuries in the case, the following ones were described in patient's social media: 1cm cyston ovary, fluid in the ear. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records and social media post received. New reporters added and case updated to medically confirm. Concomitant conditions added. New events 1cm cyst on ovary, red bumps/ break outs and fluid in the ear with hearing interruption were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain/ "come and go" lower right side aches/burn about a 1/2 inch in from the creases of my leg fold towards pelvicarea (not hip)"), device expulsion ("device expelled? Essure device overlying the pelvis") and staphylococcal infection ("mrsa") in an adult female patient who had essure (batch no. 627437,709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included female condom, obesity, anxiety, depression, dizziness, diabetes mellitus, hypothyroidism, foggy feeling in head, hypoaesthesia, autoimmune deficiency syndrome, bloating and skin disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), fatigue ("fatigue"), migraine ("migraines"), the first episode of feeling abnormal ("brain fog"), depression ("depression"), hirsutism ("hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("increased anxiety"), acne cystic ("cystic acne"), headache ("headaches"), panic attack ("increased panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower abdominal pain/ vibration, quivering in my lower abdomen"), back pain ("constant lower back pain"), fallopian tube spasm ("fallopian tube spasms on one side during procedure"), general physical health deterioration ("decline in health"), quality of life decreased ("quality of life diminished"), ovarian cyst ("1 cm cyston ovary/ 1 cm cyst on ovary "), rash papular ("red bumps/ break outs"), otorrhoea ("fluide in ear") with auditory disorder, tooth loss ("just swiped my tongue over one of my back molars and I think a small edge of my tooth came off"), the second episode of feeling abnormal ("a year and a month post removal- haven't been feeling completely as good as I was") and external ear inflammation ("my right ear is inflammed"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, staphylococcal infection, alopecia, weight increased, mood swings, fatigue, migraine, hirsutism, vaginal haemorrhage, menorrhagia, acne cystic, headache, panic attack, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, fallopian tube spasm, general physical health deterioration, quality of life decreased, ovarian cyst, otorrhoea, tooth loss, the last episode of feeling abnormal and external ear inflammation outcome was unknown and the depression, anxiety and rash papular had not resolved. The reporter considered abdominal pain lower, acne cystic, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, external ear inflammation, fallopian tube spasm, fatigue, general physical health deterioration, headache, hirsutism, menorrhagia, migraine, mood swings, otorrhoea, ovarian cyst, panic attack, pelvic pain, quality of life decreased, rash papular, staphylococcal infection, tooth loss, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in june 2016: 1.60 ul/ml computerised tomogram - on an unknown date: showed only 2 coils hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Urinary system x-ray - on (B)(6) 2016: moderate stool in the colon on or about (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of the left essure coil the right-sided fallopian tube is patent with spill of contrast into the peritoneal cavity on that side. On or about august, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of right essure coil and full occlusion of the right tube. On (B)(6) 2010, both sides occluded. Current weight 171 lbs. Approximate weight at the time of essure placement 180 lbs. CT abdomen pelvis with contrast, impression-essure coils are identified in the proximal fallopian tubes, bilaterally. There is a small hypodense area in the left uterus adjacent to the coil, of uncertain significance. Benign appearing lesion in the left iliac bone that may represent an enchondroma. Concerning the injuries in the case, the following ones were described in patient's social media: 1cm cyston ovary, fluid in the ear, burning sensation, tooth loss, malaise, external ear inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: social media received. Lab data updated. Events were clubbed with previously reported events. Events: just swiped my tongue over one of my back molars and I think a small edge of my tooth came off, a year and a month post removal- haven't been feeling completely as good as I was, my right ear is inflamed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.